Event description:
It was reported that a user experienced sustained hyperglycemia for approximately ten hours while using the ilet system, with cgm readings running high overnight and repeated manual calibrations that did not change insulin delivery until troubleshooting guided a tubing and infusion set change and a single calibration with a fingerstick value of 202 mg/dl; no cannula bending or site leakage was observed, and the pump glucose reading trended down after the intervention. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding appropriate calibration practices, replacement of tubing and infusion set, filling of tubing and cannula, and verification of downward glucose trend. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no device alarms and no observable cannula damage, and that frequent manual calibrations were likely inappropriate for sensor accuracy management. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.